Event description:
It was reported that while trying to calibrate the handpiece during a cadaver lab, the system popped up an error on the screen saying that navio can't communicate with the handpiece. They used the backup handpiece to continue with the procedure without delays. No other complications were reported.